Event description:
It was intended to treat a lesion exhibiting 95% stenosis located in the lcx. Following pre-dilatation, the physician attempted to treat the lesion with a 2.75x24mm endeavor resolute rx coronary drug eluting stent. It is reported that the endeavor resolute rx device could not pass the target lesion. No issues were noted during inspection or preparation of the device. No vessel resistance was noted. No patient clinical sequelae were reported. The device was returned to the manufacturing facility. Analysis of the device revealed that the stent was deformed. Evaluation summary: the distal tip was flared and damaged. A number of struts on the 1st and 2nd proximal segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states, however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology). Inherent risk of procedure (stent deformation, failure to deliver the stent). Evaluation conclusions: device failure related to patient condition (lesion morphology). Known inherent risk of a procedure (stent deformation, failure to deliver the stent). (B)(4).